Event description:
It was reported that during a case the cart screen started flashing red and smoking. No harm was reported. No other adverse events have been reported along with this event.

Manufacturer narrative:
This incident has been submitted under (B)(4). Once investigation has been completed a final/supplemental report will be submitted.

Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined the cart overheated and the housing melted due to a failed power supply. The power supply was replaced and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.